Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that on (B)(6) 2019 a repositioning procedure occurred due to right atrial lead dislodgment. There was no further adverse health outcome reported. This lead is still implanted and in service.